Manufacturer narrative:
(B)(4).

Event description:
It was reported during the review of device data there as an alert for this right ventricular (rv) lead for high out-of-range pacing lead impedance measurement greater than 2000 ohms. Boston scientific technical services suggested additional lead testing. Surgical intervention was performed to explant and replace lead. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.